Manufacturer narrative:
Pump analysis: balloon fluid loss was reported. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to the balloon failure. Balloon analysis: balloon fluid loss was reported. The aus 800 device was visually inspected. There was a leak in the balloon shell that was the result of fatigue at a fold. The balloon was not functionally tested due to leak. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction balloon device information: model number: 72400024, serial number: (B)(4), catalog number: 72400024, UDI number: (B)(4), expiration date: 03/05/2023, manufacture date: 03/06/2018.

Event description:
It was reported that the patient's artificial urinary sphincter would not cycle. During revision surgery, the balloon was tested and a leak was found. The pump was also removed due to serous fluid being present from the balloon leak. The cuff was functional. The balloon and pump were replaced with a 61-70 cmh2o balloon and pump. The patient was doing well. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Balloon device information: model number: 72400024, serial number: (B)(4), catalog number: 72400024, UDI number: 00878953000626, expiration date: 03/05/2023, manufacture date: 03/06/2018.

Event description:
It was reported that the patient's artificial urinary sphincter would not cycle. During revision surgery, the balloon was tested and a leak was found. The pump was also removed due to serous fluid being present from the balloon leak. The cuff was functional. The balloon and pump were replaced with a 61-70 cmh2o balloon and pump. The patient was doing well. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.